Event description:
It was reported that the patient presented to the hospital for a generator changes procedure. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The programming changes were made. The patient was in stable condition.